Event description:
It is reported that a customer received an alarm on their insulin pump while they were changing their infusion set. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.